Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the capture threshold and lead impedance on the patient's right ventricular lead gradually increased over time. Decreased sensitivity was also observed. Fluoroscopy was performed which revealed no anomalies. Exit block was suspected. The lead was capped and replaced on (B)(6) 2018. The patient was stable throughout.